Event description:
The facility reported to baxter "pt had 200mg of ciprofloxacin in 100ml minibag hung at 0340. Volume to be infused was set at 110ml. At 0500 nurse found fluid still in minibag. Pump set to infuse same asap. Volume remaining in bag found to be 20ml".